Event description:
It was reported that the iodine sponge of a minicap was yellow and dry. The issue was noticed upon opening the package before capping a patient¿s transfer set. The care giver (cg) indicated that the iodine had settled at the bottom of the sponge. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Initial reporter: address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 05/30/2014 and 06/06/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.